Event description:
It was reported that the pin of the lead appeared to be loose when inspected before implanting. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.